Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device flange broke off. The defective tube was removed and replaced with another tube.